Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was used to complete the procedure? Surgeon used another company 7-0 suture to complete the procedure. What tissue was being approximated or sutured when it broke? He was doing a renal transplant and it broke while doing anastamosis. How long was the surgery prolonged? Surgery was prolonged to 15- 20 minutes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences due to the event and the prolonged surgery? Will the device involved in the event be returned for evaluation? Note: events reported via mw 2210968-2020-02267, 2210968-2020-02268.

Event description:
It was reported that the patient underwent renal transplant on an unknown date and suture was used. While doing anastomosis, the suture broke. The procedure was delayed 15-20 minutes. Another company¿s device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 04/21/2020. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: no adverse event happened. No device is is available for returning and for evaluation. Were there any adverse patient consequences due to the event and the prolonged surgery? Will the device involved in the event be returned for evaluation?